Manufacturer narrative:
Product event summary: at analysis it was noted that the upper case was damaged at the screw mounting point, that one bail attachment, one screw and one ring attachment were missing and that the battery contacts were contaminated. The device was repaired, the main board was calibrated, the battery contacts were cleaned and the device passed all tests with no visual or electrical anomalies.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.